Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via call the blood glucose level was 118mg/dl. Customer was not hospitalized . Customer was alleged the insulin pump was under delivering. The insulin pump will not return for analysis.